Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have woken up with blood glucose of 443 mg/dl due to insulin pump suspending during the night. Customer attempted to resume insulin pump and pump stayed blank for a while. Customer reported that when insulin pump came back on it showed that self-test was completed. Customer was advised that date was correct, but alarm history did not show any alarms. Customer was advised to monitor insulin pump.